Event description:
Adverse event(s): "blurred vision" (blurred vision). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that he was very disappointed with his results following intraocular lens (iol) implant surgery. The consumer stated he had a history of a motor vehicle accident (mva) in which he sustained unk eye damage. He had been wearing soft contact lenses (scl) since his mva and wanted to stop wearing his scls. His surgeon recommended an iol implant. Following the iol implant surgery, the consumer reported he has blurred vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).